Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2016-04610 and 1627487-2016-04611. It was reported the patient was no longer receiving effective stimulation. An x-ray was taken and showed the lead may have been pulled out of the header. Lead diagnostics revealed multiple high impedances, however; reprogramming was able to provide effective stimulation. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2016-04610 and 1627487-2016-04611.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2016-04610 and 1627487-2016-04611. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where thel leads were removed and replaced. The patient is receiving effective stimulation.